Event description:
While unloading patient from ambulance, when the carriage dropped and locked, the head right wheel fell off. Medic was unable to hold (B)(6) patient due to unbalanced load. The cot and patient fell to patient's right side. Patient had small abrasion to right elbow and emt strained his back.

Manufacturer narrative:
The unit was evaluated by (B)(4), on behalf of the manufacturer. The unit was in good condition with the exception of the displaced castor. The castors were replaced, the unit passed all tests and was returned to service. No information was provided regarding medical treatment for injuries.